Event description:
A pump was reported to have declared an alarm 20. The impact on the customer's blood glucose level was not disclosed. The customer was instructed on using a backup therapy to ensure insulin delivery, specifically multiple daily injection (mdi), and a replacement pump was arranged by technical support. The customer was also guided to put the faulty pump into storage mode before returning it using a pre-paid label within ten days, which the customer understood and acknowledged.